Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported recurrent mitral regurgitation cannot be determined. The reported patient effects of recurrent mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported recurrent mr cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Other serious removed catalog number corrected, UDI number corrected.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of event, tests, and implant: dates estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, the patient had recurrent mitral regurgitation. This event was captured based on a review of the article, percutaneous edge to edge mitral valve repair with the mitraclip system in barlows disease. It was reported that a (B)(6)-year-old female patient with barlow¿s disease underwent a mitraclip procedure to treat degenerative mitral regurgitation with grade 3. One clip was implanted reducing mr to 1. On 30 day the device and procedure were a success. On 12 months follow up, the patient had recurrent mr. There was no treatment or procedure performed. No additional information was provided.